Manufacturer narrative:
Conclusion: this product has been returned to medtronic for analysis. To date, the analysis has not been completed. Upon completion of the investigation into the root cause for the event, a follow up report will be submitted to FDA.

Event description:
The surgeon reported to medtronic that following uncomplicated surgery for a mitral valve repair, coronary artery bypass grafting (CABG), and a maze procedure, the patient was transferred to the intensive care unit (ICU). In the ICU, the patient arrested and the incision was re-opened. The surgeon observed a hole on the ablation line located on the surface of the left superior pulmonary line. The patient subsequently expired. Pre-operative testing of the device had revealed no abnormalities. The irrigation was normal, the ablation time was appropriate and the audible tone was heard. The device was retrieved and delivered to the hospital's risk management department for testing by the bio-med technicians, and was subsequently returned to medtronic for further testing. It was reported that the patient had multiple health issues and the surgeon has previously performed 50-60 ablations.